Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed information that a device summary recorded a negative (-1) vt episode (v>a). A save to disk was sent in for analysis. Boston scientific technical services discussed that the observed behavior was likely caused by an single event upset (seu). It was determined that the data was reset and corrected when the counters were reset. There were no adverse patient effects reported. The device remains in service.